Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. The received photo shows an activated company device. The plunger and the lens are advanced into the nozzle entry. The plunger appears to be slightly advanced over the lens and is bent to the right. We are unable to determine the root cause for the reported complaint "the plunger passed beside the iol". The product was not returned for analysis. Plunger override resulting in a plunger bend was observed in the returned photo. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (>23 degree c / 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure the plunger passed beside the iol and did not push the iol. The surgeon had to use a back-up iol (same reference and diopter) to complete the surgery. No patient impact. Additional information has been requested.